Event description:
Patient reported "deflation" against right device. Healthcare professional later called and confirmed the event of right deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on opening on posterior side.opening crack. A microscopic analysis was performed which identify a striated edge opening. And also identify opening crack. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.